Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the merlin transmission date reflected the incorrect date. No intervention was performed. There were no patient consequences.